Event description:
Vascular access rn noticed that the tip of the wire was missing after inserting a 20g x 2.25 in bard accucath ace IV with nitinol guidewire with coiled tip. A stat x-ray identified that the wire was still in the patient's arm. The guidewire tip was removed the following day under fluoroscopy guidance.